Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on (B)(6) 2018. The patient's weight was unknown. A letter from the doctor indicated that the cause of the motor stall was not determined, and the pump had restarted by itself. No interventions were taken to resolve the issue. The hcp noted they were going to continue to monitor the pump and would consider replacement in the future in the event of another stall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2018-(B)(4). It was reported that the patient's pump stalled on 2018-(B)(4). The pump was going to be programmed to minimum rate and the patient be provided with oral medication.no patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep) on 2018-sep-15. It was reported the cause of the motor stall on 2018-(B)(6) was not determined. The device had been interrogated and the alarm was silenced. The managing physician was notified. The issue was not resolved at the time of the report. It was unknown if surgical intervention would occur. Other medications being delivered at the time of the event and medical history were not available. The patient's status at the time of the report was provided as alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was in the emergency room (ER) on (B)(6) 2018. The patient had heard their pump begin to alarm on (B)(6) 2018. The hcp was unsure whether the alarm was a single tone or a dual tone alarm. The patient stated the pump was not working and had not been working "for a while." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (25 mg/ml at 14.996 mg/day) and morphine (20 mg/ml at 11.996 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump stalled on (B)(6) 2018 at 17:26 and recovered at 20:31. The patient was outside at a picnic all day and was not exposed to any sources of electromagnetic imaging. The pump had been working properly since the stall recovered. The patient noted she hadn't heard an alarm since the stall recovered. No patient symptoms were reported. The patient noted she had an appointment with her health care provider (hcp) scheduled for (B)(6) 2018 to discuss her options. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2018-sep-19. It was reported that the pump would be replaced in the future, but the date was unknown. It was noted the pump should be available for return after replacement, but the representative would know more at the surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep) indicated the event/difficulty occurred on (B)(6) 2018 during normal use and the issue being reported was motor stalls. It was noted the pump was replaced on (B)(6) 2108 and would be returned. The hospital currently had possession of the pump. The cause of the event was not determined and no troubleshooting was performed. The issue was resolved at the time of this event and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.